Event description:
It was reported that the user experienced a hypoglycemic event shortly after dinner, with glucose declining to 69 mg/dl and the user attributing the episode to delayed carbohydrate absorption after a correction and meal intake; the event was self-treated with oral carbohydrates, and troubleshooting and education were completed. Symptoms included dizziness and sweating consistent with hypoglycemia. Outcomes included return to glucose range within approximately 15 minutes, reaching 129 mg/dl, with no hospitalization or medical intervention. Investigation included complaint intake review and user coaching on low-glucose management. Investigation of this case revealed no device malfunction or component issue and suggested an event consistent with cause unclear, possibly related to timing of carbohydrate absorption versus insulin action. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.